Manufacturer narrative:
The investigation is ongoing, and the cause of the event is unknown. The instrument is currently operational.

Event description:
The customer reported a discrepant low hemoglobin (thb) result when compared to repeat testing with the same sample on another rp500e instrument. There is no report of injury due to this event.

Manufacturer narrative:
After reviewing the available data, the rp500e instrument including the co-oximetry subunit was found to be performing as intended. There were no system or sensor specific errors in and around the time the patient sample in question was measured. The aqc data for the thb parameter was stable for the duration of measurements and within reportable range. The thb sensor raw responses for the sample in question were reviewed, and no anomalous behavior was noted. The sample passed all internal sample and end-point detection quality checks. The customer reported that the sample was not mixed or de-bubbled prior to analysis which is suboptimal, as inadequate mixing can attribute to an inaccurate thb test result. The rp500e instrument is performing as intended and is currently operational at the customer site. The definitive root cause of the event is unknown. No systemic product problem identified.